Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip sheath was crushed under stress, the internal blade (flexible shaft) could not be driven properly, causing the insertion sheath to twist and the tip sheath was crushed, the internal blade (flexible shaft) could not be driven properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the insertion sheath is twisted and the tip sheath is crushed. There was no patient involvement.